Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service in 2009, alleging a display issue (missing segments) with her onetouch ultramini meter. The patient continued to take her usual dose of medications (unspecified type/dose) after the display issue began. She claimed 1 week after the display issue occurred, she had symptoms described as "vomiting, headache, and acidic blood." The patient reportedly received medical attention from the emergency room (ER) on an unspecified date, obtained a blood glucose result over 600 mg/dl" on the ER meter, and was treated with IV fluids. This complaint is being reported because the patient allegedly developed hyperglycemia after the display issue began. The patient was treated with IV fluids at the ER. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate/it them and inform FDA of product(s) that do not pass inspection in a supplemental report.